Event description:
It was reported that this pacemaker showed a battery status of three years remaining. The device battery was suspected to be depleting prematurely. Additionally, high threshold measurements were observed on the right ventricular (rv) lead. Programmed outputs were increased. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker showed a battery status of three years remaining. The device battery was suspected to be depleting prematurely. Additionally, high threshold measurements were observed on the right ventricular (rv) lead. Programmed outputs were increased. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker showed a battery status of three years remaining. The device battery was suspected to be depleting prematurely. Additionally, high threshold measurements were observed on the right ventricular (rv) lead. Programmed outputs were increased. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.